Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the impactor is damaged.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of he returned device found the impaction head deformed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.